Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 alarms which were not reproduced during evaluation. The system error 345 was verified through a review of the event history log however, evaluation observed no discrepancies and determined the system error 345 could have been due to environmental issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no patient involvement associated with this event. No additional information is available.